Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that his thermometer had allegedly given false negative readings on his son. The device allegedly gave a reading of 88.4°f, and a fever of 103.4°f was later measured in a hospital. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.